Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. The patient underwent surgery to replace the device. No leaks were found in the explanted device, but the physician believed the cuff was placed too distantly and the balloon was too superficial. There were no further patient complications.